Manufacturer narrative:
(B)(4). Batch # m54d8d. The analysis results found that the tcr75 reload was returned in good visual condition. Reload was received fully loaded with 4 drivers up scattered along the cartridge; the reload was returned with the swing tab in the unlocked position. The returned reload was tested for functionality with a test device and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. However the four staples missing from reloads was missing along the staple line. While no conclusion could be reached on what could have caused the reported event, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure, it was found that some staples fell off the cartridge in two parts when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.